Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00229. Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted. The patient's medical history is significant for hypertension, hyperlipidemia, diabetes, family history of coronary artery disease and gerd. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 95% stenosed and heavily calcified. The length was reported as 18mm with a reference vessel diameter of 3.0mm. The stent was pre-dilated with a 3.0mm x 14mm durastar balloon at 14atms, followed by the implant of a 3.5mm x 13mm cypher rx stent at 14atms. The stent was post-dilated with an unknown balloon and a dissection was noted at the edge of the cypher stent. The event was treated with the implant of a 3.0mm x 8.0mm cypher stent distal to but abutting the first stents. The event resolved and the patient was discharged the following day. A review of the manufacturing documentation associated with this cypher stent lot presented no issues during the manufacturing process that can be related to the reported complaint. The lot number of the durastar balloon could not be obtained. Dissection is a known potential adverse event associated with implanting coronary artery stents. Standard practice dictates that a stent should cover the entire lesion from healthy tissue to healthy tissue. Review of the information provided suggests that lesion characteristics (calcified) and/or procedural factors (appropriate stent to lesion length) may have contributed to the reported event. There is nothing in DHR or the information provided to indicate that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00229. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The target lesion was located in the mid lad. A 3.5 x 13mm cypher stent was implanted. A distal edge dissection was noted which was treated by implanting a 3.0 x 08mm cypher stent. The dissection had been caused by the edge of the stent. Addendum (06/14/2011): the site indicated that the dissection also may have been caused by the pre-dilation balloon. A durastar balloon was used for pre-dilation.